Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window, a scratched case, a missing retainer ring, a missing reservoir tube o-ring, and a pillowing keypad overlay. There were no broken threads on the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the thread was broken at the reservoir compartment of the insulin pump.